Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator change out. Upon interrogation, it was observed the patient's right ventricular lead was oversensing. The lead was capped and replaced on (B)(6) 2019. Additional information was requested, but not provided.

Event description:
New information received notes the oversensing was observed remotely during a follow up. The patient was in stable condition.